Event description:
It was reported that the pacing threshold on the atrial lead was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (B)(6) 2009; 5068 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.